Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump's (iabp) fiber optic sensor failed. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) evaluated the unit and found optical sensor was damaged. The fse replaced the fiber optic sensor assy (0012-00-1562), screw- 0012-17-0403, sensor extension (0212-17-0404) and performed all functional and safety checks. Unit was returned to the customer and cleared for clinical use.

Event description:
N/a